Event description:
Customer reported via email: last week one of the customers anesthetists was using a disposable blades to intubate and part of the light broke off and fell into the back of the patient¿s throat.  He was able to retrieve the broken piece but as you can imagine, this caused a great patient safety risk. I have included an image so you can see what I¿m talking about for sure. It was a new blade and a very routine, non-difficult intubation.  The blade appeared to be fully intact before he began the intubation as well. We have not had this happen before so we just wanted to report it and see if it has been happening elsewhere. Let me know your thoughts and ideas, thanks!

Manufacturer narrative:
(B)(4) results of investigation: one sample was received for evaluation. A review of the documentation of internal manufacturing device history records could not be reviewed due to no lot number being reported. The sample returned had a clean break and additional cracking. The customer mentioned that no defects were observed before the procedure. It cannot be determined whether the optic arrived broken or broke as a result of the procedure. The failure seen on the sample could not be replicated on bench top. Blunt force bending, sharp high impact force and drop testing was performed. None of these bench top tests replicated the same failure as the sample returned. No crack propagation was observed on any of the samples tested. It is possible that there were defects in the part, such as a bubble or crack that was not identified during final inspection. However, without lot number information, it is not possible to trace the failure back to the specific device history record. A discrepancy report review from 2010 to present showed no defects related to this issue. A complaint trend review conducted for this issue from august 1, 2012 ¿ august 31, 2014 showed no history of this issue. After a thorough investigation, the root cause could not be determined and the failure mode could not be replicated on bench top. Carefusion will continue to monitor and trend this issue.

Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.